Event description:
Allen medical systems received a medwatch report ((B)(4)) from FDA which had been submitted in regard to an issue reported to occur at (B)(6). The following issue was reported in regard to the allen yellofin stirrup: "event desc: there have been problems with staff over tightening the bracket which wears the "teeth" down so it will not hold up well as it should. A possible design flaw with yellofin. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)". No serial number was provided. The device was not made available to allen medical for eval. No pt involvement was reported. No complaint was made to allen medical systems by the reporter, (B)(6). The yellofin stirrup does not have teeth nor a bracket which is tightened during setup or use. No other customer complaints have been reported to allen medical regarding this problem. Phone contact was made with (B)(6) on (B)(6) 2013 and she was not able to clarify the nature of the reported event/issue.